Event description:
Patient underwent cardiac catheterization. At the end of the procedure, the cardiologist attempted arteriotomy site closure with a prostar 10 fr pvs system. During deployment, two of the needles crossed, with one needle getting caught in the other's suture. The cardiologist could neither recover the needle, nor backdown. The patient was taken to surgery for removal of the device and closure of the access site. The suture was removed from the needle and the needle removed, allowing the vascular surgeon to remove the device without difficulty. The patient's circulation to his right lower extremity remained stable throughout the event. Surgery was successful and the patient had no residual effects. Evaluation of the returned device confirmed that the device had malfunctioned during deployment. Review of the device history for this lot (#425) showed that 62 finished devices, including the device at issue, had met the release criteria. The last shipment transaction recorded for this lot was on 12/30/96. The expiration date for this lot was july 1997 and no other complaints of this nature have been received. Thus, this issue appears to be isolated to this one device.